Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred the procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous proximal left circumflex artery. A 2.0x20mm non-bsc balloon catheter was advanced and inflated. Next a 2.5x24mm taxus element stent was advanced for treatment, but was not able to cross the lesion. Then a 2.5x20mm quantum maverick balloon was advanced, but it was not able to cross the lesion. A 2.5x15mm apex balloon was then advanced and inflated, however the balloon ruptured at 5 atms. Then a 2.5mm non-bsc balloon catheter was advanced but was not able to cross the lesion. Finally a 2.5mm non-bsc balloon catheter was advanced and inflated but it also ruptured. The procedure was completed without stenting. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).